Manufacturer narrative:
Date sent: 07/05/2006. A1,2,3,4; b6,7: information was not provided by the affiliate. H6: code 400 = cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damaged to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instrument during use."

Event description:
It was reported that during an unk procedure, the shears were faulty/were used for a while and then it stopped working. They opened a second shear to complete the procedure. No other information available. There were no adverse consequences to the patient.